Event description:
Equipment gave physician an error message while performing the study. Error cleared and physician continued the study. At the end of the study there were no visual images to review. Entire study was lost. Patient was under anesthesia and it was a very difficult exam to perform, so study was not repeated. Equipment was later inspected, unable to duplicate error, equipment performed per manufacturer's specifications.